Event description:
Medtronic received information from a literature abstract regarding the outcomes of transcatheter aortic valve replacement in patients with bicuspid aortic valves (bav) compared to patients with tricuspid aortic valves (tav). All data was collected from a meta-analysis review of ten studies. Overall, the study population included 44,927 patients (1,316 = bav, 43,611 = tav). The authors noted the medtronic corevalve was implanted the most in patients with bav, followed by the edwards sapien valve. No patient demographic information or unique device identifier numbers were provided. Among all patients in the study population, approximately 1,797 deaths occurred. No statement was made suggesting a causal or contributory relationship between corevalve and the deaths. Among all patients in the study population, adverse events included: conversion to open heart surgery; pacemaker implantation; unspecified neurological events; acute myocardial infarction; major bleeding; paravalvular leak/aortic insufficiency (= grade 2); and elevated mean gradients. Corevalve may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: ansari mm, et al. Tct-57 updated clinical and procedural outcomes in tavr for bicuspid versus tricuspid aortic valve stenosis. J am coll cardiol. 2021 nov, 78 (19_supplement_s) b23-b24. Doi: 10.1016/j.jacc.2021.09.898. Conference abstract presented at the thirty-third annual transcatheter cardiovascular therapeutics symposium, held november 4-6, 2021, at the orange county convention center, orlando, florida. Earliest date of presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.